Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only three pieces of the lens were returned. Both haptics are broken in the gusset area (not returned). One piece has two split\cracks from the edge across the piece of lens. Power and resolution testing could not be conducted due to extensive damage. All product and batch history records are quality reviewed prior to product release. The file indicates the use of a qualified cartridge and non-qualified handpiece and viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced poor visual acuity. The lens was exchanged with an non company monofocal lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting post implantation of an intraocular lens (iol) patient saw double of things very much and did not see things clearly.